Event description:
It was reported that during an unspecified endoscopic procedure, the balloon failed to inflate. The target lesion was in an unspecified location. An unspecified type of guide wire had been advanced to the target lesion. Lithotripsy was performed with an unspecified type of basket. An extractor 15.0mm 3l retrieval balloon was advanced through a non-bsc scope to retrieve the stones. The physician was unable to inflate the retrieval balloon with a 5cc syringe. The procedure was able to be completed with this device. There were no patient complications reported with the patient's current condition listed as "good".